Event description:
The pt was presented to the emergency room with the device in backup. A backup reset was successfully performed. Parameters now are ddd 60 (nominals). Upon inquire, the device was in backup again. Unable to receive telemetry. The rptr suspects the device is past eri (early replacement indicator). The device will be returned upon explant.

Manufacturer narrative:
The device was subjected to electrical/mechanical function testing and battery discharge analysis. Normal pacer operation was observed. The battery is expired-normal.